Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on 07/16/2015 to report that a patient experienced an inappropriate defibrillation while at home. Atrial fibrillation with rapid ventricular response at 185 bpm contributed to the false detection. The response buttons were pressed after the treatment was delivered. The patient's wife was present and the patient was conscious at the time of the event. The patient was transported to the hospital via ambulance and continued use of the lifevest.